Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture in an unknown location. The lead exhibited out of range (oor) high and spike rv pacing impedance. Rv lead noise and oversensing were observed. The lead also triggered multiple lead integrity alerts (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). It was further reported that the patient experienced bradycardia and discomfort and the patient experienced multiple inappropriate shocks in addition to inappropriate anti-tachycardia pacing. Reprogramming was initially performed; however, the lead was subsequently capped and replaced one day later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6 (annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture in an unknown location. The lead exhibited out of range (oor) high and spike rv pacing impedance. It was further reported that the patient experienced bradycardia and discomfort and the patient experienced multiple inappropriate shocks in addition to inappropriate anti-tachycardia pacing. Reprogramming was initially performed; however, the lead was subsequently capped and replaced one day later. No further patient complications have been reported as a result of this event.